Manufacturer narrative:
Follow-up #1 date of submission 12/22/2015-device evaluation: one opened cartridge was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the cartridge was returned opened with the o-ring from the barrel of the cartridge missing. The o-rings on the plunger of the cartridge were intact with no signs of damage or defect. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a site/set/cart (o-ring issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.